Event description:
Doctor reported that a proultra endo tip separated in the pt's tooth while trying to locate a hidden crific (a use not indicated for this particular size). The separated piece was retrieved without sequela.